Event description:
The user facility reported the door of a reliance 444 washer came down on an employees' hand. The employee suffered a laceration that required sutures.

Manufacturer narrative:
Steris has made multiple attempts to obtain additional information regarding details of the reported event; however, the user facility would not provide additional details regarding the root cause or the current health condition of the injured employee. A steris service technician arrived on site to inspect the device. The technician reviewed the cycle tape printout and found the last cycle on the event date completed successfully with no fault for door obstruction. Inspection of the washer revealed a small leak in the door cylinder and a crack in the door guide. Also, the technician noted that no warning labels were present on the door of the washer. Findings of the inspection did not contribute to the reported event. The technician replaced the door guide and cylinder; a test cycle was performed, the unit was confirmed operational and returned to service. Warning labels have been ordered for the washer door and will be installed upon delivery.